Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported multiple leaking insulin cartridges, having gone through five cartridges. The user stated they had difficulty connecting the cartridge and fully inserting it into the ilet. Investigation determined the user had not been performing the rewind process prior to supply changes, preventing the piston from fully retracting and resulting in leakage. After rewinding during the call, the user was able to insert a new cartridge correctly without leakage. Blood glucose (bg) was not affected. No medical intervention was required.